Manufacturer narrative:
Device 1 of 3. Initial reporter name and address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4).

Event description:
It was reported that the primary package was found dirty and there was black foreign matter on the package. The product was not used by patient. The photographs depicting the issues were received from the complainant.

Manufacturer narrative:
Batch record review: the lot 2a03137 was manufactured on 01/28/2022, bodolay manufacturing line, with a total of (B)(4) market units. Complaint investigator ID 5173 performed a batch record review on 08/07/2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct. Sap material 1704769 and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Photograph, video and/or physical sample evaluation: photos related to the reported problem are available for evaluation. Investigation summary: based in the analysis phase conclusions, the issue of wnd-pmc 9.6 primary pack has incomplete or open seal / weld, or is torn, ripped or contains holes or exhibits external contamination, or dressing or loose material is trapped in packaging, for products manufactured at bodolay pratt c packaging line, it can be concluded that most of the causes are related to machine conditions and also to rework method which is mainly performed by manpower originated at the primary packaging operation. Summary of causes identified for open seal: 1. Variation in the indexation process. 2. Misalignment of the sealing station. 3. Unclear steps for rework process. For foreign matter, these were the conformities covered: 1. Red line mark on package or red tape. 2. Extra material in seal or foreign matter. 3. Doodle / handwriting on primary package. 4. Dirty on package (black stain and green ink). Most of these failures have been covered in previous investigations. Lots affected with complaints reported were manufactured before those actions were implemented. For black stain ink and extra material in seal or foreign matter additional actions were detected and will be implemented. Corrective and preventive actions will be taken for each of the causes identify for problem solution. Refer to CAPA plan tw#1444584 for the list of actions. Should additional information become available, a follow-up report will be submitted. Reporting site: 1049092 . Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.